Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2017; 7122q lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's left ventricular (lv) lead exhibited high thresholds. It was also reported that the patient experienced diaphragmatic stimulation. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.